Manufacturer narrative:
Other, other text: d4: expiration date and h4: manufacture date are unknown, no lot number has been provided. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that an emergency tracheostomy change had to be performed due to the tracheostomy cuff not inflating sufficiently. It was stated also on the inspection, it appeared that there's a hole/split in the cuff of the tracheostomy. Therefore water leaks out and the cuff does not inflate. No report of patient injury.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.